Event description:
It was reported the ventricular output connector was damaged (broken). The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricle output connector is broken. Analysis also found the lower case is damaged (holes drilled in it), the ring is bent, serial number label is damaged (holes drilled in it), and the connectors on heart lead flex are broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.